Event description:
It was reported that during a ptca procedure, three occluded lesions were dilated and then viewed by "ivus". The guide wire tip was advanced to the distal posterior descending branch; however, midway through, it was noticed that the guide wire had backed out to the distal right coronary artery. Toward the end of the procedure, it was noticed that the guide wire had separated. The guide wire was successfully retrieved with a snare. No pt injury was reported. No other info was provided.